Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device remains implanted. This device is affected by the battery advisory. The device read 71 percent battery remaining at an in person check on (B)(6) 2021. At an in person check on (B)(6) 2021, the device was at eri. No days to eos counter was seen on the status tab on the programmer.